Manufacturer narrative:
Correction to b2: 'intervention required' updated correction to h1 and h6: 'serious injury' and imf coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported after 5 mins of charging the ins, the paddle doesn't get warm, but they feel heat internally, it doesn't happen after 5 mins or so of charging the ins and it stayed like that until they are done charging for about an hour. Pt mentioned they already spoke with their rep couple of times they've been in the doctor's office, and they recommended for pt to lower down the charging speed then after did that, it doesn't heat up quite as much as they have it in high charging speed, but it took them for 3 hours or more to charge the ins. When asked for event date pt said the issue has been going on for about a year and a half at least. Pt was wondering if they need a new paddle. Pt also mentioned they did an xray and said all the leads and the battery are all connected okay. Agent reviewed inf ormation. Agent redirected pt to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, and a manufacturer representative (rep). The patient reported that nothing changed or happened that led to feeling heat internally when using the recharger paddle to charge the ins, it just started on its own. The patient noted they were having surgery on (B)(6) 2025 to replace the ins battery. The rep later reported that the patient had the ins replaced on (B)(6) 2026; the rep also said ins would be sent back for analysis.

Manufacturer narrative:
H3: analysis of the ins s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, and a manufacturer representative (rep). The patient reported that nothing changed or happened that led to feeling heat internally when using the recharger paddle to charge the ins, it just started on its own. The patient noted they were having surgery on (B)(6) 2025 to replace the ins battery. The rep later reported that the pt had the ins replaced on (B)(6) 2026; the rep also said ins would be sent back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.